Manufacturer narrative:
According to treating physician, letter dated 05/30/2007, the link between the treatment and adverse event is not established. The unit in question is coming from the prod lot containing 8587 units. No other adverse events related to this lot were reported.

Event description:
Pt was treated with three intra-articular (knee) injections of orthovisc in 2007. Pt developed an area of subcutaneous atrophy of the upper left peroneal muscle group within six weeks of taking the third of three injections of orthovisc in the left knee. The pt noted an area of sunken flesh in the lateral calf and was complaining of pain in the left knee.